Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead had micro-dislodgement associated with no sensing and no capture at maximum output. The atrial lead was explanted and was replaced with a new lead by the physician on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Final analysis via visual inspection and x-ray examination of the lead found the helix and the helix housing were damaged consistent with procedural damage. The helix mechanism/extension length test could not be performed due to the damaged lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts.